Event description:
It was reported to boston scientific corporation, that a radial jaw 3 single-use biopsy forceps was to be used during an egd (esophagogastroduodenoscopy) procedure performed on (B)(6), 2009. According to the complainant, during preparation, the entire metal part at the distal end was bent. There was no damage to the device packaging noted, and the device was not used for the procedure. The procedure was completed with another radial jaw 3 single-use biopsy forceps device. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).